Event description:
The customer reports that during insertion the guide wire and dilator got kinked. Catheter inserted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that during insertion the guide wire and dilator got kinked. Catheter inserted.

Manufacturer narrative:
(B)(4). The customer returned various components in an opened kit including one dilator, a cvc catheter, and a spring wire guide (swg) assembly for evaluation. No definite signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed a kink on guide wire body. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were spherical and intact. No defects or anomalies were observed on the dilator. The kink in the guide wire is located 242mm from the proximal weld. The guide wire total length measured 456mm, which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .794mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The dilator outer diameter measured 2.87mm, which is within the specification limits of 2.81mm-2.87mm per the dilator graphic. The dilator inner diameter at the tip measured .94mm , which is within the specification limits of .91mm-.97mm per the dilator graphic. The guide wire was passed through the distal tip of the dilator. Minor resistance was observed at the kink; however, the guide wire was able to pass completely through the dilator. A manual a tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a kinked swg was confirmed by complaint investigation of the returned sample. No defects or anomalies were observed on the dilator. The guide wire and the dilator met all relevant dimensional and functional testing, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that during insertion the guide wire and dilator got kinked. Catheter inserted.